Event description:
It was reported that during placement the issue occurred immediately after surgery upon returning to the patient¿s room. The foley catheter had spontaneous dislodgement and sterile water leak occurred from the balloon section. Nothing comes into contact with the product. Per follow up information received via rcc on (B)(6) 2026, stated that the event was spontaneous dislodgement, balloon cracks (damage).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.